Event description:
A nurse reported low aspiration was received during a cataract procedure. The system was switched out and the case was completed. There was no patient harm reported.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The company representative checked the connections and hoses, and replaced the pneumatic connector. The system was then tested and met product specifications. A root cause has not been determined. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).